Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgeon fired, but the clip broke in two. The broken pieces fell into the pt's cavity and was retrieved. Operating time extension was unk and there was no tissue damage.

Manufacturer narrative:
(B)(4).